Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was received in segments for analysis; the proximal conductor was found fractured. The defib conductor was found distorted. Blood/body fluid present on several conductors, on the outer tubing overlay, and in/on the helix mechanism. The outer tubing overlay found melted.

Event description:
It was reported that the lead was replaced due to medical judgement and at the request of the physician. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.